Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v984204, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted:(B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v984204, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported the patient had a second hemorrhagic stroke. The patient's first stroke was in (B)(6) 2015. The health care provider (hcp) had met with the patient after the stroke. The patient's indication for use is parkinson's dual and movement disorders.